Event description:
A dentist performed a procedure where the pt's maxillary arch was reconstructed. The procedure involved raising the sinuses and implanting bone. The pt was sedated for this procedure. The subject device was used several times during the procedure, along with two devices of the same type which were made by a different MFR. A couple weeks after the procedure the pt began to feel very ill. The symptoms were similar to those of food poisoning. A physician determined the pt had an intestinal blockage. The blockage was at the juncture of the small intestine and large intestine. When the blockage was surgically removed, it was determined to be a piece of the subject device. The piece was described as roughly the size of a thumb. It is assumed the device was swallowed during the oral procedure in which the pt was sedated. The color of the extracted device was gray. The subject device, as well as one of the similar competitive devices, was purple. The other similar competitive device was green. The pt is fine now. The dentist learned of the pt's problem about a month after the procedure took place. By this time, the device and its packaging could not retrieved for evaluation. The lot number of the subject device is unknown. The device labeling was evaluated. The device is indicated for making crown, bridge, denture, and bite registration impressions. Use of this device for maxillofacial reconstruction is not indicated. Neither the dentist, nor the pt (who was sedated at the time) was aware of the device being swallowed. It is not clear whether the device was uncured, cured, or in the curing process as it was swallowed. There is no info to suggest the device did not perform as intended.